Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide moved forward and the cannula was not visible; indicating the needle mechanism did not function as intended. No adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. The initial download data showed the device delivered 0 pulses and generated an 0x34 alarm indicating a processor reset. The device was successfully paired with a pdm, completed priming, but a 5u bolus was not successfully delivered. The reservoir of the device was not filled with enough fluid to complete the 5u bolus. The rerun data that was obtained generated a 0x14 occlusion alarm corresponding to the plunger hitting the bottom of the reservoir. The 0x34 alarm was not replicated. The battery voltages were measured as expected. The sma wire assembly resistance and shelf mode current were all measured and found to be within specification. No damages or defects were observed to the drive mechanism assembly that would result in a failure of the needle mechanism to function as intended.